Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 14 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 08:33, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0v. The alarm cleared on its own shortly after. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight was not provided. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis captures a no external power event on (B)(6) 2020 which are mostly caused by the mobile power unit (mpu) being briefly interrupted. No further information was provided.